Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: from the beginning, cutting was dull. Another device was used. Reported bleeding was under 200cc.